Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately seven years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Review of invoice history shows the modular head was removed and replaced.

Manufacturer narrative:
There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, intraoperative or postoperative bone fracture and/or postoperative pain. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Concomitant products: 139252/290470 m2a-magnum 42-50mm tpr, 15-103200/230510 taperloc microp lat fm. This report is number 1 or 2 mdrs filed for the same event/patient * (reference 0001825034-2016-05403)

Event description:
Hip revision due to unknown reasons. Operative record reported revision due to mechanical complication of internal orthopedic device, pain, functional limitations. During the revision, pseudotumor and well-fixed acetabular and femoral components were noted. The acetabular shell and modular head were removed and replaced; a poly liner was implanted.

Manufacturer narrative:
This information did not change conclusions of previous conclusion. The information corrected in this report was only left out of the previous report, not the investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately seven years post-implantation due to unknown reasons. Review of invoice history shows the modular head was removed and replaced. Additional information received in operative report indicated the revision was due to mechanical complication of internal orthopedic device, pain, functional limitations. During the revision, pseudotumor was noted, acetabular and femoral components were well-fixed and minimal to no corrosion noted on the trunnion. The acetabular shell and modular head were removed and replaced; a poly liner was implanted.